Manufacturer narrative:
Evaluation summary: one accuview graph was received for evaluation. The study duration was 33:40 hours instead of 48 hours. The capsule tracing was incomplete throughout the study, especially when the patient was in supine mode probably due to placing the recorder more than 2 meters from the body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, it was noticed that the bravo study only recorded for 33 hours. Technical support reviewed the study and noticed several large gaps within the video. The account later confirmed that the patient did not keep the recorder close to his/her chest during the study and the study will need to be repeated. No other known adverse events were reported.